Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, white calcification in the surface of the shell, broken plug strap and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify an opening striated in the anterior side and broken striated in the plug strap. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. A striated broken in the plug strap assessed as surgical damage.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device remains implanted.